Event description:
It was reported that the customer had an infection from the cannula as a result of (B)(6).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. No product returning for evaluation. Should new information become available, a supplemental form will be submitted.